Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, broken on valve bond edge side assessed as unidentified (tear) and delamination on the plug strap side assessed as adhesive failure . Additional observation: ¿ yellow particles observed inside the device. ¿ no penetrating nick. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.